Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) reported via phone call of customer's pump not being able to rewind. The customer states they tried several time to rewind the device but were unsuccessful. The customer states they checked the alarm history and no alarms were noted. The customer's blood glucose level at the time of incident was 463mg/dl. The customer states they replaced the battery and corrected the problem. The customer is being sent replacement battery cap.